Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) close and open the transfer set, pull up on all of the tubing, move the patient line clamp down the line and inspect the patient line for kinks and occlusions. The hp stated that there was air in the patient line. The tsr had the hp end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. A follow up call was made to the hp. The hp confirmed that he is ok and has continued on with his therapy. The hp advised that he did not know what caused the alarm and that he did not know what had allowed air to enter into his setup. The hp thought maybe there was something wrong with the patient line from the cassette but he didn't notice any problems/defects with it.

Manufacturer narrative:
(B)(4).this complaint is for a report of an air in tubing (without alarm). Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.